Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently transposed the carbohydrates value with the units value when delivering a bolus resulting in the incorrect bolus amount being delivered. The customer noticed the error and stopped the bolus from fully delivering. The correct units were entered and the correct bolus was delivered. Customer's blood glucose level ranged between 97-257 mg/dl.